Event description:
During a coronary artery drug eluting stenting treatment procedure the shaft broke. The target lesion was a moderately tortuous, mildly calcified, 60% stenosed lesion in the left coronary artery. During insertion when the physician pushed the 3.0x8mm taxus liberte' drug eluting stent ahead the shaft broke outside of the pt. The stent was not deployed and all parts of the catheter were removed. There was no intervention needed. There were no pt complications and the pt condition was reported as good.